Event description:
During the procedure, bubbles were drawn into the syringe that was being used to aspirate. The sheath could no longer be used.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. The guidewire assembly was also received. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak.